Event description:
It was reported that the patient¿s dexcom g7 cgm was unavailable due to an expired or disconnected sensor, resulting in the ilet operating in bg run mode and delivering insulin without cgm input. The patient¿s pump also ran out of insulin overnight, after which the patient experienced severe hypoglycemia to 34 mg/dl requiring a glucagon injection, followed later by hyperglycemia above 400 mg/dl. Symptoms included severe low blood glucose requiring rescue therapy and high blood glucose. Outcomes included at-home treatment with glucagon and oral glucose without hospitalization. Investigation included review of device use, user reports, and troubleshooting and education regarding appropriate backup therapy while the cgm was disconnected and when the pump is out of insulin. Investigation of this case revealed that cgm unavailability and running out of insulin overnight contributed to unstable glycemic control and that user-related factors, including failure to maintain cgm connectivity and not reverting to backup therapy when insulin delivery was interrupted, led to both the hypoglycemia and hyperglycemia events. It was concluded that the device operated as designed and the events were attributable to user-related use conditions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.